Manufacturer narrative:
The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The pushwire and pipeline flex device were returned for evaluation. As received, the pipeline flex was still attached to the pushwire. The distal end of the pipeline was not opened due to damaged braid. The proximal end of the pipeline was found fully opened with damaged braid. Based on evaluation of the returned device, the customer's report that the pipeline flex distal end did not open was confirmed. It is possible that the damage to the braid may have contributed to the reported issue subsequently causing failure to open at the distal end. The damage to the braid on the ends of the pipeline flex is likely the result of the physician resheathing the device more than the recommended two times. The tip coil was also damaged. However, the cause for damage could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Per the pipeline flex instructions for use: the pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the microcatheter. The system is designed to allow for two full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than two full cycles may cause damage to the distal or proximal ends of the braid. (B)(4).

Event description:
Medtronic (covidien) received report that the distal section of a pipeline flex with shield did not open during flow diversion treatment of three aneurysms in the paraclinoid internal carotid artery (ica). At deployment, about 3mm proximal to the distal tip of the pipeline braid would not open. The physician resheathed the device to the distal marker to try to push the sleeves up, but nothing changed. The physician then deployed a significant amount of the pipeline flex proximally to allow the braid to open and to possibly push the sleeves out from between the braid and the wall, but the device still would not open. The physician pushed to wire until the distal microcatheter was at the resheathing marker and still the distal segment did not open. Resheathing was attempted a few more times without successfully opening the device. The pipeline flex was removed and there appeared to be an unopened segment just proximal to the distal end. The physician successfully implanted a different stent. There was no report of patient injury.